Manufacturer narrative:
Evaluation determined that the attachment was damaged. On follow-up, it was noted that this was identified prior to surgery and it was confirmed that there was no patient impact. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."

Event description:
Non specified repair request initiated for device. Report escalated to complaint based on evaluation finding of the footed portion damaged by tool contact. There was no patient impact reported. On follow-up, it was noted that this was identified prior to surgery and it was confirmed there was no patient impact.